Manufacturer narrative:
The reported event of oversensing was not confirmed. As received, a complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting due to procedural damage to the inner insulation consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-24884. It was reported that oversensing was observed on the atrial and ventricular lead. The atrial and ventricular leads were explanted and replaced. The patient was stable.